Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the rubber on the wheels are beaten/torn up out of the box.

Manufacturer narrative:
Product was returned for evaluation. Return fields in oracle state: plastic on casters scuffed up; poor cosmetics with casters. Casters were dirty/stained. Underlying cause could not be determined.

Event description:
Product was returned for evaluation. Return fields in oracle state: plastic on casters scuffed up; poor cosmetics with casters. Casters were dirty/stained. Underlying cause could not be determined. The dealer states that the rubber on the wheels are beaten/torn up out of the box.